Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased and the filament calibrated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a high ma error message and was slow to retreive images. No patient injury was reported.